Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was faulty. The fse reviewed the log file and found the error related to high enmv at the startup. Upon troubleshooting, the fse identified that there was a faulty c-arm geometry movement and the table couldn't move. The failure analysis of the geometry module confirmed the cause of the failure with the high enmv at the startup. So, the fse replaced the geometry module to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.